Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. The patient reported another problem that had started occurring in (B)(6) of 2017 that when he turned in a certain position, like lying on the stimulator, all of a sudden he would feel an extra little ¿jolt.¿ it wasn¿t like the feeling he had when the health care provider would make adjustments, and it wasn¿t a pain, but rather a ¿jolt¿ that felt like someone had pushed him.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.